Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that below the elevator of the subject device, there was a metal piece that¿s sticking out. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation. Updated fields: d9, h2, h3, h4 & h6 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the objective lens has a big chip. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the follow up report submitted on september 4th, 2025. Per the legal manufacturer, there is no potential for the issue found during investigation, big chip on the objective (ob) lens, to cause or contribute to death or serious injury if the malfunction were to recur.